Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based upon the information obtained, the customers reported event was not able to be confirmed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician had to suture the primary incision for closure on a patient during femto laser assisted cataract surgery. Edema was visible in the incision prior to hydration. The case was completed without further issue.